Event description:
It was reported that the brake could not secure the wire. The target lesion was located in the right coronary artery. A rotalink advancer was selected for use. During procedure, it was noted that the wire was not locked in place. Furthermore, the brake defeat button was intact. The issue occurred inside the vessel. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The advancer and handshake connection were visually examined. The handshake connection was found to be kinked. A test rotawire was attempted to be advanced through the advancer for functional testing of the brake; however the wire could not be advanced through the advancer due to the kinked handshake connection, therefore; functional testing of the brake could not be performed. There is no visible damage to the brake. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the brake could not secure the wire. The target lesion was located in the right coronary artery. A rotalink advancer was selected for use. During procedure, it was noted that the wire was not locked in place. Furthermore, the brake defeat button was intact. The issue occurred inside the vessel. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.